Event description:
It was reported that the caregiver observed a discrepancy between readings in a third-party ¿circle¿ app and the patient¿s ilet app, and the patient experienced hypoglycemia with a blood glucose of 63 mg/dl; the patient was instructed to sync the ilet app and was treating with oral carbohydrates. Symptoms included low glucose. Outcomes included transient hypoglycemia managed at home without escalation of care. Investigation included troubleshooting and user education on app synchronization. Investigation of this case revealed no confirmed device malfunction and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.